Manufacturer narrative:
Sample will not be returned for eval.

Event description:
It was reported that the procedure was being performed on a male pt. Stopcock connected to umbilical arterial line was leaking. Blood backed up in the line and leaked onto bed. Connection checked and found to be tight, but still leaking baby lost approx 5ml of blood, which is significant in a premie. Pt receiving tpn and lipids. On 10/17/08, confirmed with hosp contact that infant did not receive blood transfusion.